Manufacturer narrative:
The siemens technical support center (tsc) analyzed the database of the instrument. The tsc found excess of protein in the sample. The cause of the discordant actm result is inknown. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
A discordant result for acetaminophen (actm) was obtained on a dimension vista 1500 instrument. The result was high and automatically repeated, resulting in a high result. The result was reported out and questioned by the physician(s). The customer reran the sample on another instrument in the laboratory and obtained a low result which was consistent with patient history. A corrected result report was sent to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant high actm result.